Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned blower revealed a failed hall effect sensor which caused the blower to not function.

Event description:
The customer reported the device shut down while in use. No patient harm. The manufacturers field service engineer evaluated the device and noted in the diagnostic log an airsource fault, air valve stuck closed followed by a runtime restart, confirming the reported problem. The fse replaced the blower to correct the reported problem. The device passed all applicable testing.